Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the fifth firing during a laparoscopic gastric bypass, when the inside of the abdominal cavity was confirmed, a yellow plastic piece was also confirmed. They did not notice that it was a yellow tab, but when color and material for surgical instruments was considered, they were thinking it was not a yellow tab. When they performed opening and closing, there was a possibility of chipping when squeezing with the yellow tab attached. It was also reported that they removed it properly before they performed the opening and closing. It was also noted that they collected the yellow tab part that may be missing. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one shipping wedge and five labels of devices. Visual inspection noted damage to the shipping wedge. A fragment of the shipping wedge was returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.